Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Provided imagery was evaluated, and the following observations were noted: esheath liner appears to be delaminated at distal end. The liner appears to be folded inwards. The esheath shaft is observed to be kink at the distal end. The reported event for the esheath liner delamination were confirmed based on evaluation of provided imagery. A review of the device history record did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Per subclavian axillary approach supplemental manual, it is indicated to do not flex the delivery system when tracking, aligning or crossing the valve in procedures with subclavian accesses to reduce the potential risk of sheath kinking. In this case, it was reported that the commander delivery system was flexed when navigating to the intended implant position, it is likely that when flexing the commander delivery system interacted with the esheath shaft contributing the reported kink on the esheath shaft. As such, available information suggests that user error (flex catheter) may have contributed to the kink. It is likely that the kink at the shaft create a non-coaxial alignment during the delivery system retrieval. Non-coaxial retrieval can cause the delivery system to catch onto, or interact unfavorably, with the liner and lead to the liner delamination. If excessive manipulation was used to overcome the withdrawal difficulty, this could have also contributed to the liner delamination. As such, available information suggests that procedural factors procedural factors (sheath kink, excessive manipulation, non-coaxial alignment) may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by an edwards australia affiliate, during a axillary tavr procedure with a 29mm sapien 3 transcatheter heart valve, the tip of the esheath was positioned in the superior ascending artery, and when flex was applied to the delivery system, it appeared to tear the device expansion mechanism. The valve was successfully implanted in the intended position but during the attempt to retrieve the delivery system, the tip of the esheath kinked and the delivery system could not be retracted into the esheath. Consequently, the decision was made to remove the esheath, delivery system, and wire together as one unit. This action caused a tear in the axillary artery, necessitating the support of a vascular surgeon and a patch to repair the artery. The patient was stable post-procedure. As per images provided, the esheath liner appears to be delaminated at distal end and the esheath shaft could be observed kink at middle shaft.

Manufacturer narrative:
Investigation is still ongoing.